Manufacturer narrative:
The rv lead will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a normal patient follow up, this right ventricular (rv) lead presented with loss of capture. Under fluoroscopy, it was confirmed that the rv lead had dislodged. A revision was performed and several attempts were made to reposition the lead; however, no position could be obtained that provided adequate pacing threshold measurements with capture. As a result, the rv lead was explanted and successfully replaced with a new lead. No additional adverse patient effects were reported.